Manufacturer narrative:
The investigation determined that a discordant lower than expected vitros intact pth (ipth) lot 1480 result was obtained when a single patient sample was tested on a vitros xt7600 integrated system. The result was discordant when compared to a vitros ipth lot 1470 result for the same patient sample tested on the same instrument. A definitive cause of the event was not determined. An issue with vitros ipth lot 1480 cannot be ruled out as a contributor to the event as there was limited historical qc data to verify vitros ipth lot 1480 performance leading up to the lower than expected result. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ipth reagent lot 1480. An instrument issue cannot be ruled out as a contributor to the event as no diagnostic precision testing was conducted. Pre-analytical patient sample handling cannot be ruled out as a contributor to the event as no information was provided when requested into the centrifugal conditions for the patient sample. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Samples tested using the vitros ipth method are susceptible to fragmentation. The patient sample remained on board the instrument for an unknown amount of time between ipth lot 1470 and lot 1480 testing (with lot 1480 testing occurring after lot 1470 testing). Therefore, it is possible fragmentation of ipth occurred between testing events, but this could not be confirmed. Email address for contact office above is (B)(6).

Event description:
The investigation determined that a discordant, lower than expected vitros intact pth (ipth) lot 1480. Result was obtained when a single patient sample was tested on a vitros xt7600 integrated system. The result was discordant when compared to a vitros ipth result obtained from the same patient sample tested on the same instrument using vitros ipth lot 1470. Patient 1, vitros ipth lot 1480 result of 8.11 pmol/l versus the vitros ipth lot 1470 result of 11.76 pmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth lot 1480 patient result was not reported from the laboratory as testing was conducted as part of a patient correlation study. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).